Event description:
It was reported that the customer experienced an issue with 8mm permanent cautery hook (pch) instrument. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed-up with initial reporter and obtained following additional information : the reported 8mm permanent cautery hook (pch) instrument had broken cables. There was no thermal damage to be observed. The cables were broken at the instrument wrist. There was no missing material on distal part of instrument. The instrument did not exhibit unintuitive motion. The instrument was available for return to isi for failure analysis evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.